Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 05nov2014 . The reported event of driveline fault alarms was confirmed via the submitted log file. The submitted log file contained approximately 22 days of data ((B)(6)2020 per the timestamp). Intermittent driveline fault alarms were active throughout the log file due phase 1 being measured lower than phases 2 and 3. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Technical services instructed the account to exchange the system controller for a controller of type (B)(6), or with a serial number greater than (B)(6) . The account reported that the original controller (serial number: (B)(6)) was exchanged for a new controller with a serial number of type (B)(6). A log file from the new controller was then submitted for review. The log file from the new controller was reviewed, revealing that the driveline fault alarm had resolved and the driveline data was normal. The system controller was not returned for evaluation. Additional information provided stated that no further alarms have been reported since the controller exchange, and that the exchanged controller would not be returned for evaluation. Similar events related to driveline faults have been identified and a corrective and preventive action (CAPA) has been implemented to address this issue. The system controller was manufactured prior to the implementation of the CAPA. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to be related to an issue with the system controller. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced several driveline power fault. After the site changed the controller the patient experienced no additional driveline faults.